Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 10-may-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative (rep) regarding a patient with an implantable infusion pump receiving baclofen with a concentration of 2000 mcg/ml and a dose of 900 mcg/day. It was reported that the patient had been experiencing withdrawal symptoms. Hcp mentioned that the patient¿s muscles were more rigid. Factors that might led to this issue is unknown. Hcp was unable to draw back any fluid from the catheter access port. Surgical intervention occurred, catheter was broken. Hcp replaced with an 8781 catheter. The issue was resolved at the time of this report. Patient status at time of report is alive no injury.